Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 132 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.